Event description:
On (B)(6) 2017, pt presented to (B)(6) with c/o palpitations dyspnea on exertion and cough x 4-5 days, and found to have an elevated ldh. An echo with ramp study was performed and was positive for concern of pump thrombus. He was started on a bivalirudin gtt with no improvement in ldh. On (B)(6) 2018 he was taken to the operating room for a pump exchange heartmate ii to heartmate iii. His post op course was c/b prolonged intubation d/t respiratory failure, fevers of unk origin that improved after stopping antibiotics and precedex. He was weaned of levo by pod 7, extubated on pod 6 and transferred to the floor on pod 10. He had afib with rvr and underwent a tee with successful cardioversion to sr. He was discharged home in sr with therapeutics labs on pod 14.